Event description:
It was discovered at bedside shift report that the pca was not correctly reading the dose of the morphine syringe. Actual syringe dose was 24.2 and the pca pump was reading 20.2. The pump was replaced, and it was correctly reading the syringe. The faulty pump was sequestered and sent to biomed department. Upon further investigation, the pump did have the new software upgraded (12.1.2.78) on [redacted date]. Bio-med personnel placed a call to the field technician on [redacted date] and are awaiting their response.